Manufacturer narrative:
Initial and final MDR 1880823 - device 2 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states, it was reported that on 21-apr-2024 the patient faced two-infusion set cannula was bent within 3 hours of insertion. The site of insertion is abdomen occur on (B)(6) 2024 & upper thigh on (B)(6) 2024. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.